Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. Medical device manufacturer; manufacturing location: the manufacturing site is unknown as the catalog number is unknown. Bd headquarters in (B)(4) is used for these fields. UDI#: the UDI number is unknown as the catalog number is unknown. The medical device expiration date is unknown as the lot number is unknown. PMA / 510(k)#: the 510(k) number is unknown as the catalog number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that the suspect device was on an empty insulin pen and when the customer reached into her purse, she forgot the device was in there and accidentally stuck her finger. The customer did not seek medical attention. The customer states "there was no problem with the needle".